Event description:
During an in clinic follow up, it was noted the patient had received inappropriate shocks from the device due to atrial fibrillation (af) that was incorrect interpretated by the device as ventricular fibrillation (vf). It was noted the device performed according the programmed settings. The device was reprogrammed to resolve the event. The patient was stable.